Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "the patient used the wintertime insulin purchased in the hospital (pre-infusion type, with a pen). The medicine did not come out, and the blocking of the pen disappeared after replacing the needle."

Manufacturer narrative:
H6: investigation summary: lot#9185336 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "the patient used the wintertime insulin purchased in the hospital (pre-infusion type, with a pen). The medicine did not come out, and the blocking of the pen disappeared after replacing the needle."